Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedances measurements measuring greater than 3,000 ohms. Additionally, it was noted that thresholds have increased. Additional information from the field representative suggests that this lead is fractured. The plan is to perform a lead revision. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).